Manufacturer narrative:
Stryker evaluated the customer's device and was able to duplicate the reported issue. Stryker replaced the power supply pcb to tresolve the reported issue. Proper device operation was observed through functional and performance testing and the device was, subsequently, returned to the customer for use.

Event description:
The customer contacted stryker to report that their device would not power on with ac power only. As a result, defibrillation would not be available, if needed. There was no patient use associated with the reported event.